Event description:
It was reported that device detachment occurred. The target lesion was located in the left circumflex artery. The artery was engaged with a 7 fr guide catheter and a non-boston scientific guidewire and microcatheter were positioned. The guidewire was exchanged for a rota floppy wire and rotational atherectomy was performed with a 1.50 mm rotapro at 180k rpm. During ablation, the burr dislodged from the spring coil. The detached burr was retrieved using the rota floppy wire. The procedure was completed using a non-boston scientific device. There were no patient complications.

Manufacturer narrative:
Event date: estimated to (B)(6) 2026 as only the month the event occurred was provided.